Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00980. Additional information revealed that patient had the l2 lead explanted and replaced. Postoperatively, patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00980. It was reported that the patient was not getting adequate relief from the system. It was determined that one lead is damaged and had high impedances on all contacts. In turn, surgical intervention may be pending to address the issue.